Manufacturer narrative:
E1: event city: (B)(6). Event country: spain. Name: medtronic minimed. Country: united states of america. Street address: 18000 devonshire street. City: northridge. State: california. Zip code: 91325-1219. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient had experienced high blood glucose level for about two hours which was treated with insulin pump on (B)(6) 2026.